Manufacturer narrative:
(B)(4). This event occurred in (B)(6).

Event description:
The customer received a questionable troponin t hs stat result for one patient sample. The initial result was 46.13 pg/ml with a data flag and was reported to the doctor. On (B)(6) 2017, the sample was repeated with results of 5.30 pg/ml and 5.77 pg/ml. There was no allegation of an adverse event. The reagent lot number was 176452 with an expiration date of 12/31/2017. The field service representative visited the site and ran performance testing. The customer commented that the sample appearance was "not ideal" as there were some fibrin strands adhered to the tube walls. However, there did not appear to be any fibrin strands floating in the serum.

Manufacturer narrative:
A specific root cause could not be identified. Additional information for further investigation was requested but was not provided. The qc was in range at the time of the event. The performance testing done by the field service representative was reviewed and was all acceptable. The alarm trace provided showed no issues and the electromagnetic interference compliance (emi) around the analyzer was checked with no obvious issue. Possible causes for this type of event include issues with sample quality, insufficient maintenance, or contamination of the environment with the analyte.